Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the time had been set incorrectly, the display screen was discolored and the internal battery was noted to be leaking.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed a time and date reset after power on resets on (B)(6) 2012 at 19:37 and the time was incorrectly set to (B)(6) 2013, 18:45. On (B)(6) 2012 the pump was suspended from 16:43 to 17:40. The last basal delivery was recorded on (B)(6) 2012. Only normal usage alarms were observed in the alarm history. Total daily doses added up correctly and reflected the user¿s programmed basal rates. On investigation, the pump was exercised for 29 hours and was found to be delivering as intended. The display screen was noted to have a pink contrast. A test display was attached to the pump and illuminated properly without discoloration. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.